Event description:
It was reported that a malfunction alarm occurred. The customer reset the pump to resolve the issue and successfully resumed insulin delivery. There was no adverse impact to the customer¿s blood glucose level.